Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included von willebrand's disease. Previously administered products included for an unreported indication: cephalosporins. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone acetate (depo-provera) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pelvic pain, vaginal bleeding, menorrhagia, dysmenorrhea patient reported after removal most, if not all symptoms decreased. After deployment on the left, there were no coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: result unspecified. Concerning the injury reported in this case the following ones were described in patient medical record conforming menorrhagia,pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received- previously reported event "injury nos" was replaced with "vaginal bleeding", events" menorrhagia, dysmenorrhea, pelvic pain, lower abdominal pain and vaginal pain", lab data, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.